Event description:
It was reported that the ventilator failed pre-use check and generated errors for air filter, turbine and pressure transducer. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: # (B)(4).

Manufacturer narrative:
The only information received regarding this complaint is the reported event. It was reported that the ventilator alarmed for air filter error, turbine error and the pressure transducer test failed during the pre-use check. No information of replaced part has been received and no device logs has not been received. Given this, we have not been able to confirm the problem nor can we identify any root cause.